Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010, due an incident of diabetic ketoacidosis. The patient reports that her blood glucose began to rise on (B) (6) 2010, by (B) (6) 2010, her blood glucose was "hi" and she went to the hospital. She was diagnosed as in diabetic ketoacidosis and was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report, has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.